Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in with respect to the pump would not auto restart after a downstream occlusion, which were confirmed and not reproduced. Further investigation revealed a failing downstream sensor which most likely contributed to the failure. The downstream sensor was replaced.